Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. As part of our quality process, the manufacturing records of this 5585417 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device, the identity became evident as follow; cat#:3501650, lot#:5585417. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow; left replaced with cat#: 3501650, sn#: (B)(4), and right replaced with cat#:3501650 sn#: (B)(4) on (B)(6) 2020.